Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in pacing inhibition for greater than two seconds. Review of strips revealed the noise appeared to be diaphragmatic or myopotential. The sensitivity was reprogrammed and no further episodes have been stored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.